Manufacturer narrative:
(B)(4). Date sent: 3/3/2017. Batch # unk. Additional information requested but unavailable: just for clarification, when the clip came out from the cartridge without closing, did the clip drop or eject from the device without being fired? Or did the device fire clips that were not closing? The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gallbladder removal procedure, when closing the bile duct, the staff nurse noticed that the clip came out from the cartridge without closing. The procedure was completed by replacing the device with a new one. There were no adverse consequences for the patient reported.